Event description:
Sudden bp drop, patient unresponsive, died several hours later. Niece attributes cause of death to 'complete occlusion of carotid artery secondary to coiled rv lead found in carotid artery' by funeral director. Physician confirms.